Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the u-joint screwdriver broke. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.